Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database for the femoral component did not show any other reports against the lot code. The manufacturer of the cement product was reported as unk. The investigation could not draw any conclusions about the reported loosening and polyethylene wear without the product to examine. Provided information stated the polyethylene wear was consistent with "normal wear and tear". No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised because of looseness in both flexion and extension. Poly wear of the insert was noted.